Event description:
Bone quality at the time of implant failure type ii. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability was achieved. Osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery. Pain, bleeding and peri-implantitis were reported.

Manufacturer narrative:
Visual evaluation of product under 65x magnification showed no signs of physical defects. Screw is still attached.